Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) the device operated without pressing the power button, and a burning smell was noticed. Upon examination, we found traces of burning on the pcba, motor control, and solenoid control pcba, as well as a fault in the power management and backplane board. No harm and injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital (technowave - distributor) due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). Corrected field: e1(event site name) updated fields: b3,b4,d9, e1(initial reporter,event site address,event site mail)g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. It was reported the during use the cardiosave intra aortic balloon pump (iabp) when the device was connected to electricity to operate, the device operated without pressing the power button, and a burning smell was noticed. Upon examination, we found traces of burning on the pcba, motor control, and solenoid control pcba, as well as a fault in the power management and backplane board. There was no patient harm. The fse states that repair service will be performed by the distributor.